Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was presented to the hospital for a post procedure follow up visit, it was observed that the patient developed a hematoma at the ipg site. A revision procedure was completed on (B)(6) 2019 by evacuating the hematoma to help resolve the issue. The patient continues to have effective therapy. There were no complications during the procedure. Patient was stable.